Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 650mg/dl. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime test twice and the insulin did not exit. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.